Manufacturer narrative:
Device evaluation: the standalone relay was returned to the manufacturer for evaluation and the reported issue was confirmed. The standalone board passed visual inspection, but failed the bench test. The outputs had no voltage present, no leds or fans came on when power was applied to the power control board (pcb). The relay passed bench testing, and both fuses passed.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found that the pleora and paxscan did not have power. The x-ray relay and iso board were replaced. The representative also found the bank on the battery charger 2 was out and depleted the batteries in tray 3. The batteries in tray 3 and the battery charger board 2 were replaced. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in an open lumbar spinal fusion procedure, the imaging system displayed 'initializing please wait'. The imaging system was powered on for the day, and placed in the hallway on e-stop before the procedure. When the representative went to release the e-stop to begin the imaging system for the procedure, the system was unresponsive. Rebooting the system did not resolve the issue and it was unresponsive in 'initializing please wait' with a red "x" for the generator and mobile view station (mvs). Rebooting with the imaging system with the cable disconnected did not help. It was not possible to enter into the remote desk top. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. Navigation was aborted and the procedure was completed using a c-arm.

Manufacturer narrative:
Correction: delay to the procedure was 10-15 minutes. Additional information: the standalone and x-relay board was returned to the manufacturer for evaluation, however results are not available at this time. The suspect battery charger was returned to the manufacturer for evaluation and the reported issue was confirmed. Functional testing, performance testing, and visual/physical examination was performed. There was no signs of leaking and discoloration of the capacitors. The bench test and functional test failed because charger b output failed. The output test voltage on charger b was 0. The other chargers tested as expected. The cause of the event was a defective pcba.

Event description:
There was a reported delay to the procedure of 10-15 minutes as a result of this issue.